Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device under magnification found that the inner shaft was correctly seated in the hub and adhesive was present in the adhesive cavity. It was noted that there was a small slit in the inner shaft that directly aligned with the inflation port. No other anomalies were noted. The damage to the inner shaft may be due to perforation with a needle or guidewire used during the procedure. No tools are inserted in the manifold inflation port and all devices are tested for balloon inflation and deflation performance during manufacture. Therefore, it was determined that the reported event was due to handling of the device in the procedure.

Event description:
During preparation it was found that the balloon leaked. There was no patient involvement.

Event description:
During preparation it was found that the balloon leaked. There was no patient involvement.